Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and impedance measurements of less than 200 ohms. No pacing inhibition was noted. The noise appeared to be oversensed right atrial (ra) signals. The lead was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits; however, the lead did not pass testing for outer insulation integrity due to cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.